Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulty filling the reservoir. They were able to aspirate the reservoir of approx 1ml of the drug. They were unsure whether the pump was empty. They were unable to fill it to 40ml and had significant resistance at 30ml. A similar situation was experienced in a previous refill where it was exceptionally difficult but they could fill it till 40ml. Pt complained of increased pain approx 3 days after the refill with return of symptoms, especially increase in baseline pain. There were no alarms. The drugs infused in the pump included fentanyl concentration 400mcg/ml, dose 1200mcg/day and bupivacaine (marcaine) concentration 36mg/ml. The pump was replaced. Once explanted, approx 1ml of the drug could be aspirated from the pump. Add'l info has been requested, but was not available as of the date of this report.